Event description:
Our rep is reporting that a patient had an arthroscopic shoulder repair in 2009, with the use of a helix 4.5 for fixation. Sometime subsequent to this, the patient presented with pain at the surgeon's office. The following month, the surgeon palpated the area of concern and noted something foreign. The surgeon made an incision and removed what is believed to be a fragment from the inserter tip of the helix inserter that was used in the original surgery. The patient was treated with pain medication and antibiotics, and is convalescing normally. At this point in time, the repair's integrity is not in question. Fragment is being retained by the surgeon for the time being. Rep. To call back with the lot identification.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.